Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample into well position b3 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. No death or serious injury was associated with this event.